Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st mesh .per operative notes, ¿the umbilical hernia sac was identified and separated from the surrounding tissues. The sac was excised and omentum was reduced through the fascial defect. The fascial edges closed and small ventralex st mesh was placed through the fascial defect and defect was closed and secured with sutures. The wound was irrigated and umbilicus was reapproximated with sutures.¿ (B)(6) 2016 ¿ patient was diagnosed recurrent abdominal wall hernia thereby underwent laparoscopic repair with removal of prior mesh and implant of synthetic mesh. Per operative notes, ¿ dense adhesions between omentum and abdominal wall surrounding the umbilicus was taken down. The prior mesh (device 1) was seen incorporated into the omentum and dissected away from the abdominal wall. The fascial defect with incarcerated omentum was reduced and fascial defect was closed using sutures. A circular synthetic mesh was placed over the defect and secured with sutures. The fascial defect was closed using sutures and tacked using sorbafix tackers.¿

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/ davol ventralex st. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."